Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: the keypad was intact and all buttons were fully responsive during investigation. The keypad was removed and no contamination was found under the button contacts. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).